Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that during a priming bolus, an error was made. Instead of entering ¿46¿cm for the catheter length, ¿48¿ cm was entered. Additionally, it was reported that when the duration of time, ¿42-43 hours,¿ was entered, the physician programmer ¿rounded the number up¿ to 50 hours. This was the minimum time parameter, based on the tubing, catheter and priming volume entered. As a result of the catheter length entering error, the patient received a 30 mcg/day dose, instead of the intended 120 mcg/day. A week after this report date, it was reported the patient was doing ¿fine¿ and receiving effective therapy.